Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for unknown indications for use. The patient reported they had a back stimulator that didn't work. They did not provide additional details. No patient symptoms were reported.